Event description:
At approximately 11;15 am on 4/7/92 in the whirlpool bath room on the 3rd floor of the chemung county nursing facility, a nurse aide was operating the hydraulic lift chair (century saf-lift) which is used to transfer patients in/out of the whirlpool bathing unit (century tub). A female patient was in the chair of the lift and was in the process of being lowered to the floor after being lifted out of the tub. The patient suffers severe dementia aand was flailing all extremeties at the time of transfer. The chair, with patient strapped inside, became detached from the lift and dropped abruptly to the floor, landing on top of the transport chair which is used to carry the chair and patient back to the room. The patient suffered a laceration to the left side of her scalp which required transport to a hospital emergency room where 3 sutures were made. There were no other adverse findings, and no follow-up treatment was requireddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - inadequate. Conclusion: device failure related to patient condition, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, use of all similar devices stopped temporarily, user education provided. Invalid data - on device destroyed/disposed of status.